Manufacturer narrative:
The customer replaced all contaminated reagents, flushed the system, and performed calibration and qc. A precision check was performed and was acceptable. The investigation determined the issue was resolved by the customer's actions.

Manufacturer narrative:
The customer noticed they were using a new lot of reagent, so she recalibrated but the qc results were still outside of the acceptable range. Around the same time as the event, the (B)(6) water company replaced a filter on the (B)(6) water system and did not turn the water back on. The customer realized this later and turned the water back on. The customer then recalibrated using a different lot of reagent but the qc results were still high. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable high ca2 calcium gen.2 results from the cobas integra 400+. Patient (B)(6) initial result was 13.0 mg/dl and the repeat result was 9.8 mg/dl. Patient (B)(6) initial result was 12.9 mg/dl and the repeat result was 9.9 mg/dl. Patient (B)(6) initial result was 11.8 mg/dl and the repeat result was 8.8 mg/dl. The questionable results were accompanied by a "critical flag". The questionable results were reported outside of the laboratory. The reagent lot number was 54629901 with an expiration date of 31-jul-2022.